Event description:
It was reported that after a device changeout the patient developed a hematoma. The hematoma was evacuated and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. 694765 lead, (B)(6) 2008. (B)(4).